Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this atrial lead was confirmed dislodged via chest x-ray 14 days post implant. No intervention was performed and the lead remains implanted. No adverse patient effects reported.